Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the motor stall lasted about 11 hours. No additional information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported a motor stall was seen at initial interrogation. It was noted that patient recently had an magnetic resonance imaging (MRI). It was noted that the MRI was note related to device or therapy. Manufacturer representative (rep) stated the patient presented to the emergency room (ER) at 02:00 this morning and was given an MRI. Rep stated that the ER admit was unrelated to therapy. The logs showed that the motor stall had not recovered when logs were read. It was noted that it has not been less than two hours since the patient exited the MRI field. It was reviewed to re-interrogate the pump with logs. It was also reviewed to periodically interrogate the pump for stall recovery. Rep redirected to follow up with healthcare professional (hcp) for the following reason: rep to share the information about the delays in pump recovery. Rep stated they plan on replacing the pump tomorrow ((B)(6) 2017) if they do not see a recovery. No symptoms were reported. Rep thought the drug may have been gablofen, but was not sure. Event date was noted as (B)(6) 2017. It was later reported that the rep got a message the pump restarted a few minutes ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.